Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the patient contacted animas, alleging a history settings (inaccurate delivery) issue. The patient was admitted to the hospital with a blood glucose (bg) over 613mg/dl with nausea and vomiting and diagnosed with diabetic ketoacidosis. The treatment information was not provided. Troubleshooting was not completed. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.